Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 400 mg/dl. Troubleshooting found that drive support cap was normal but declined to check their settings and unable to perform the high pressure test. Customer declined to troubleshoot further. Customer was advised to change out entire set, reservoir and insulin and follow up with doctor regarding high blood glucose and treat per doctor's instruction.